Manufacturer narrative:
Evaluation confirmed delamination of the distal balloon bond. Colored water was introduced into the device balloon and visually under 10x magnification there is delamination of the distal balloon bond. Visually there is a fluid path through the bond. Water was introduced into the pressure and infusion lumens and the water flows from where it should. Visually the device was inspected and there is a kink in the bellows however this kink does not affect the way the device functions. There are no other defects detected. A corrective action was opened and this event is applicable to the corrective action.

Manufacturer narrative:
A device history record review was completed for lot 818581 and this device met all specifications upon distribution. This device has not yet been returned for evaluation. Once it is received it will be evaluated.

Event description:
It was reported that while prepping the endoplege they noticed a hole in the balloon, it was not used on the patient. Replaced with another with no complications.